Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that patient  can feel a little jolt on her vagina. She can pee real good. The patient is constipated and  took what was prescribed and but still can't make a bowel movement. Patient also stated that, sometimes they  can't pee and she has to strain. They thought the stimulator was supposed to help her make a good bowl movement. Sometimes when she gets up by the time she gets to the end of the bed she urinates from end of bed to the bathroom. And they  think the device has to be adjusted. The symptoms started about a week or two after it was put in.  They feel like the stimulator is moving because it hurts the tailbone when lay on the back they have to move around to adjust it. The patient was not able to make adjustments because the handset and communicator needed charging. The patient is going to charge the external equipment and call back on how to adjust settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. He patient called back repeating reported event. The patient wanted to know what would happen if the implanted system was removed. Reviewed expectations and redirected to discuss further with managing physician. Patient called back and stated they continue to feel pain on the left side of their buttocks by their hip. Pt states the pain goes down their left side to their knee and can hardly walk. Pt inquired if this could be related to the stimulator. Pt also states they continue to pee on the floor in the morning between 2-7:00 am because they can't make it to the bathroom. Pt also states during the day they drink and drink but can't pee. Pt states it's like it hurts their vagina. Pt services attempted to assist pt with turning stim off to see if pain subsides but pt was seeing communicator battery is low and needs to charge it. Pt will call back once equipment is charged to continue troubleshooting. Agent also reviewed smart programmer general

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back reporting they are still having a major problem with the interstim since implant. Patient reported they are peeing all over their clothes. Patient wanted to have the interstim removed. Patient also reported they had pain this morning along the side of their body where the interstim was implanted. Reviewed how to change programs and adjust stimulation to a level where patient could feel stimulation comfortably. Recommended patient monitor urinary symptoms and follow up with managing physician regarding their symptoms and concerns. Patient indicated they have an appointment with managing physician later this week.